Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experiencing pocket stimulation presented in clinic for follow-up. Upon interrogation, the pulse generator exhibited back-up vvi mode. The device was reprogrammed resolving the issue. The patient was in stable condition.